Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed rash with open sores under the therapy electrode and that the electrode belt was digging into the patient's skin. The patient was prescribed hydrocortisone cream by their physician at the hospital. There is no indication of a device malfunction that caused the irritation. Follow up indicated that the irritation had improved.